Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and (B)(6) 2012 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue, other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent excision of mesh on (B)(6) 2013. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2012 and mesh was implanted into the patient concurrently with total vaginal hysterectomy, bilateral salphingo-oophorectomy, and anterior colporrhaphy.